Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, "the suture did not come with the needle." The device was removed over a guide wire and a second perclose proglide device was used to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.